Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after filling the cartridge with insulin. Reportedly, the cartridge was filled with 250 units of insulin. The customer's blood glucose level was 118 mg/dl. Prior to calling tandem technical support, the customer was able to load a new cartridge successfully.